Event description:
Caller reported a minimum fill notification. Specific blood glucose value was not provided, but it did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer realized an error in adding air to the cartridge instead of the insulin vial, which likely caused the notification. Customer resolved the issue by loading a new cartridge during the call, and no further action was required.